Event description:
Procedure: low anterior resection/double stapling. According to the reporter: after firing, when the surgeon attempted to remove the device, the anvil disengaged from the stapler. To remove the anvil left in the oral side, additional resection was performed. Following this, the anastomosis was performed successfully with a (B)(4). There was tissue damage. After removing the anvil, it was found one third of the circumference of rectum was not resected upon the first anastomosis but the anvil was tilted and the doughnut ring on the anal side was made. There seemed to be no trace on the mylar. The surgeon commented the wingnut became stiff after the fifth turn, but he could confirm the green mark was visible. He felt the handle was also stiff upon firing. The wingnut was turned only twice after firing.

Manufacturer narrative:
(B)(4).